Manufacturer narrative:
The field service engineer (fse) replaced the master tool manipulator (mtm). The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a training/demo, the system had an error 23008 and 23013. There was no reported patient involvement.